Event description:
Customer alleges multiple issues with chair: stalled out 3 months after receiving, when service took batteries out of chair, they were very greasy, and most recent call was allegedly chair pulling to the side. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model m51p, serial number/date code (B)(4) is approximately 2 years 3 months old. The owner's manual part number 1125085 rev j (oct-08) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male whose age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The consumer called stating that his m51p power chair stalled out 3 months after receiving it. The dealer examined the power chair and stated that the batteries had shorted out. A few months later the consumer stated that his power chair stalled out again, he turned it off then back on and it worked. A few months after that the power chair allegedly started to make noises. The consumer is stating that the power chair is pulling to the side. He had a serviceman out and he suggested that the chair needs new motors, joystick and batteries. No injury alleged.